Event description:
One patient sample with initial pth result of 48 pg/ml. Same sample tested using different method gave result of 771 pg/ml and 859 pg/ml. The same sample was repeated again 4 times, the first result was 65 pg/ml. Serial dilutions were performed for the additional 3 tests, with results of 576, 422 and 360 pg/ml. If additional information is received, appropriate notification will be provided.